Manufacturer narrative:
(B)(4). Complaints of this nature are being investigated under (B)(4).

Event description:
The surgeon attempted to implant a cc4204bf collamer lens. The lens was partially inserted into the eye and the surgeon was unable to deliver the lens into the eye. When the surgeon removed the injector the lens was still in the cartridge. There was no damage to the patient's eye when the lens was removed.